Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to unverified infection.

Manufacturer narrative:
Product reported by the customer will be investigated through lima. This complaint is being worked in sinergest. No other finding will be reported. Enovis component: 508-36-101. A review of the device history record shows that the reported djo component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported enovis device showed no present trends or on-going issues.